Event description:
It was reported, the patient had an infection at the implantable neurostimulator (ins) site and the paddle site. The entire system will be explanted, date was pending. No new reportable information.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754 lot# serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information reported the patient¿s system was explanted on the day of initial report. It was noted the patient was ¿doing fine¿ following the explant procedure and was ¿receiving antibiotics."